Event description:
It was reported that there was high/unstable/variable threshold, high impedance in bipolar, and low impedance in unipolar modes, no capture and no outputs on the atrial lead. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.